Event description:
It was reported that a vns patient was referred for generator replacement surgery due to end of service. The patient was taken to a new neurologist as the patient's treating neurologist was on medical leave and no patient records had been provided. The patient was seen by the new neurologist who interrogated the patient's generator and obtained high lead impedance (7/limit/high/yes). The patient's generator was programmed off due to the need of an MRI and was referred for replacement surgery the following day. Surgery underwent as scheduled and the surgeon replaced both the generator and lead as he received the high lead impedance reading as well. The explanted generator and lead were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.